Manufacturer narrative:
A ge representative evaluated the system and replaced a broken wire. System operates as intended.

Event description:
Customer reported hearing a crackling noise, and the image is no longer displayed. No patient injury was reported.